Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results. The customer stated there were incidences were the troponin I results were positive and when the patient was recollected and new sample was negative; however, no specific patient data was provided. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98 (troponin-I stat high sensitivity), and a 510k number of k191595.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results. The customer stated there were incidences were the troponin I results were positive and when the patient was recollected and new sample was negative; however, no specific patient data was provided. There was no impact to patient management reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect stat high sensitive troponin-I reagent with unknown lot number, to address the customer¿s observation of falsely elevated results. Review of tracking and trending by list number did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The review performed indicates that the on-market lots are comparable and performing acceptably in the field. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the architect stat high sensitive troponin-I reagent.